Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the patient developed inflammation 3 weeks postoperatively. The patient is doing well on steroid treatment. The lens remains implanted. This report is for the right eye.